Manufacturer narrative:
The complaint device is not available for a physical evaluation. Multiple follow up requests were sent to customer but no further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed the lot number is not available.

Event description:
The sales rep reported that during a shoulder labral procedure on an unknown date the tip of the metal inserter shaft of the customer's lupine loop plus with orthocord dual suture broke off in the patient once the anchor was inserted. The sales rep stated that he is unsure if x-rays were performed and was unsure if the piece was found. The sales rep stated that the piece is really tiny. The sales rep could not provide a lot number for the device. The sales rep was not present for the case therefore could not provide any further information.